Event description:
It was reported tat the patient, implanted in 2002, noticed a gradual deterioration on (B)(6) 2012. With the processor on, the patient could hear for approximately 10 seconds, then the sound would cut out. The external equipment was replaced. A device assessment took place on (B)(6), 2013, when the patient reported that since his last appointment, he has only been able to hear for a split second before the processor cuts out, and sometimes when he puts the processor on there is no sound at all. No infection or trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.